Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with asystole of less than two seconds. As a result, rv lead was surgically abandoned and replaced. In addition, during the same procedure, the patient underwent a device system upgrade as the therapy needs of the patient had changed. No additional adverse patient effects were reported.